Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Review of the pump history showed that the customer received the correct succession of alerts and alarms prior to the pump shutting down, however, the customer denied that this was accurate. Blood glucose level was 340 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.